Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was repositioned due to it sitting at a slight angle and physician believed the suture holding the implant flat broke in the ipg pocket. The ipg remains implanted, and the patient was doing well postoperatively.